Event description:
Complainant claims a section of porocoat came off the distal stem.

Manufacturer narrative:
The investigation confirmed the problem. Electron microscopy found evidence of initial bonding at the site. The sintering operation was reviewed and no problems were found. There were no problems found with the device. Additional destructive testing is being performed. The pt has very dense cortical bone which may be a factor in this case. The investigation, thus far, has been unable to determine the cause of the problem. If any more info is received, a follow-up report will be submitted.